Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the visera elite xenon light source emergency lights turned on. The event occurred in july and at the end of august. There was no report of user or patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, it is likely that ¿emergency lights turned on " occurred due to an internal failure occurred in a board inside the unit. Olympus will continue to monitor field performance for this device. Note: d7 was marked inadvertently, changes were not needed.

Event description:
Additional information was provided regarding this event. The event occurred during start up for use. The unspecified procedure was completed by using the subject device. There was no report of procedural delay or patient harm associated with this event.

Manufacturer narrative:
Updated fields: b5 and h10. The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.